Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the pacer dependent patient's pulse generator battery longevity dropped within six month period. The device could not pair to rf remote monitor. It was noted that the last device longevity estimate was accurate assuming proper device function. It was suspected that external interference might be causing current depletion. Device replacement was discussed. No intervention was reported. There were no patient consequences.

Manufacturer narrative:
The reported event of premature battery depletion was confirmed in the laboratory. High current was observed during bench testing and was traced to the hybrid. The cause of the premature battery depletion was due to excess current on the hybrid. Longevity assessment was performed and device did not meet projected longevity and was premature.

Event description:
New information received stated that the patient presented for pulse generator replacement. It was noted that the device had already reached elective replacement indicator (eri). The device was explanted and replaced on (B)(6) 2019. The patient was stable.